Event description:
Device malfunction: anterior cuff miss/foot break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/surgery. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the superficial artery after an interventional procedure. Reportedly, upon insertion, resistance was felt and an anterior cuff miss was experienced. After successful removal of the device, a foot break was noted. A CT scan and surgery was performed to remove the broken foot and close the artery; however, the foot was not found. There was no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(Superficial artery). The device is expected to be returned for evaluation. It has not yet been received.